Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient saw an elective replacement indicator (eri) message on the patient programmer; the implantable neurostimulator (ins) voltage was at 2.65 volts. An longevity estimate was performed with the following parameters: left ins: 0+1-2+ 4.2v/180pw/200hz. Therapy impedance: 837 ohms; 4.854ma. Right ins: 7-c+ 3.7v/150pw/200hz. Therapy impedance: 1143 ohms; 3.151ma. The results of the estimate if the ins runs for 18 hours per day were eri after 13.48 months and end of service (eos) after 16.48 months. An impedance test was also performed and resulted in 0<(>&<)>3 (left) = 4321 ohms and 4226 ohms while the patient's arm was moving. The right impedance test resulted in 4<(>&<)>5 = 4214 ohms, 4<(>&<)>6 = 4192 ohms, and 5<(>&<)>6 = 4203 ohms; the remaining impedance values were within normal limits. Follow-up revealed that the patient will be scheduled for a replacement due to the eri. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer representative (rep) stated that the cause of the high impedances has not been determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.